Event description:
It was reported that, during surgery, after drilling the bone, the tip of a bioraptor drill was missing. Looking under x-ray, it was noticed that the tip was in the bone. It could not be removed and was left in the patient's bone. Surgery was completed with a back-up device, instead. There was a delay of 20 minutes, and no further complications were reported. Patient's status is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected data on g2, h4 & h8. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the two x-rays provided confirmed the presence of the foreign body was retained in the patient's bone. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.